Event description:
The pt reported her scs ipg is no longer working after not being charged for an uncertain amount of time following a car accident. No additional info is available at this time.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.